Manufacturer narrative:
Investigation summary: the customer reported the feeding set was leaking at the connection point of equipment and bag. Not patient injury/harm was reported. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trend analysis did not identify a trend within the reported lot, nor for the reported failure mode . One sample was received for evaluation. Visual inspection and function testing performed confirmed the report of leak between the cross-spike and tubing line. The root cause of this confirmed failure is related to manufacturing/production process. An investigation has been initiated to determine the root cause and establish and execute and action plan, if necessary. This product failure will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding set showed a leak in the connection of the equipment with the diet bag. There was no patient harm.